Manufacturer narrative:
Evaluation summary: the condition "bad batteries" was confirmed during product evaluation due to fail code 814:01 in the event history. The batteries were replaced. The issue of fail code 814:01 is currently being investigated under CAPA. The issue of depleted batteries is being investigated under mdq-CAPA-132. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility representative reported an infusion pump with "bad batteries" during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.